Manufacturer narrative:
Through follow-up with the user facility, steris endoscopy has learned that the bioshield irrigator was used in conjunction with an extension tubing set not manufactured by steris endoscopy, contrary to the bioshield instructions for use. One device subject of this complaint was returned to steris endoscopy for evaluation. Testing of the returned device could not reproduce the reported event. Statements from the instructions for use prior to insertion of the device into the endoscope include: " to irrigate... Open the pinch clamp on the irrigation line; attach part 00711134 bioshield irrigator extension tubing to compatible auxiliary water pump, securing the male end of the tubing to the bioshield device's irrigation line." The device history record was reviewed and confirmed the device lot was manufactured to specification. There have been no other complaints associated with this lot. Steris endoscopy has offered in-service training on the use of the bioshield irrigator; however, the user facility has declined.

Event description:
The user facility reported two instances of patient material in the tubing connected to the one-way valve of the bioshield irrigator following a patient procedure. The tubing and water bottle were replaced prior to the next procedure. There was no report of patient harm nor of procedural delay.